Event description:
It was reported that the clips remained stuck in the applier; it was not possible to use the device. There were no consequence for the patient. The device was changed.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a bent rotation tab. A double feed was also present and one of the clips was stuck in the bent rotation tab. It was observed that the next clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. First, the two partially loaded clips were manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. Another attempt was made and again, the second clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the ratchet ears are broken. It was also found that the clips were out of position and stacking on one another. The sample was received with 9 clips remaining including the two partially loaded clips, indicating that 6 clips were fired by the end user. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws of the device. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck on applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first two clips were unable to properly load into the jaws of the device. The device was confirmed to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 9 clips remaining including the two partially loaded clips, indicating that 6 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73j1800385 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips remained stuck in the applier; it was not possible to use the device. There were no consequence for the patient. The device was changed.